Event description:
It was reported that the device exhibited loss of telemetry during ventricular sense tests. Later, capture and sensing tests could not be performed and a navigation log could not be retrieved.